Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR report: 1627487-2020-04536. It was reported the patient's scs system was replaced due to the system's leads migrating. No further information was available at this time.